Manufacturer narrative:
Date of event - (B)(6) 2009; explanted date - (B)(6) 2009. Current information is insufficient to permit a conclusion as to the cause of the event. The product and lot identification necessary to review manufacturing history was not provided.

Event description:
It was reported via clinical study that patient underwent total knee arthroplasty on (B)(6) 2006. Subsequently, the patient was revised in (B)(6) 2009 for an unknown reason.